Manufacturer narrative:
Additional information: d4 expiration date, d9, h3, h4, h6, and h10. H4: the lot was manufactured between october 26-28, 2022; this device was manufactured on october 26, 2022. H10: the actual device was received for evaluation with 36ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Removal of the luer cap showed evidence of continuous flow of fluid out of the distal luer. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow. After filling of 40ml of glucose, the blue winged cap was opened to add 5-fluorouracil; however, no glucose came out. This was observed during filling, prior to patient use. There was no patient involvement. No additional information is available.